Manufacturer narrative:
H6: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
On the hospital reported that during an endoscopic vein harvesting procedures, three btt's were having insufflation issues. The reporter stated: "they are indicating that the co2 insufflation is not passing through the port into the tunnel". A replacement unit was used to complete each procedure. The hospital did not report any patient effects. Products not returning as they were discarded. Refer to 2242352-2011-01422 and 2242352-2011-01423.